Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed. Data analysis: the logs align with the reported issue. The case originated on (B)(6) 2025, and shortly after the pump was started, multiple suction alarms were triggered. The pump was then stopped and restarted several times. During the most recent pump start, alarms for placement signal not reliable (dp signal out of range #1051) and placement signal not reliable (epm sensor failure #1052) were observed. Despite disconnecting and reconnecting the pump multiple times, these alarms persisted. Furthermore, the lt_logs and rt_logs consistently showed repeated instances of the same alarms: placement signal not reliable (dp signal out of range #1051) and placement signal not reliable (epm sensor failure #1052). Additionally, the second aic used, displayed the same alarms as well. Device analysis: the console (B)(6) was returned to field service for further investigation. A visual inspection of the internal circuitry and cable connections of the console did not reveal any issues. The console was tested with a known good pump and purge cassette, and no anomalies were observed during testing. Additionally, the analog output from the ccd array of the optical bench (fringe pattern) was seen without any distortion, and the "5s" parameter using 2 different optical cavity found that the values were within the specified values as per the pm procedure (0042-7309). Root cause: the root cause of the "placement signal not reliable (rp dual sensor, signal out of range for 2 minutes # 1051)" and "placement signal not reliable (rp dual sensor, sensor failure or signal out of range for 2 minutes # 1052)" alarms was not related to any issue with the aic. No issues were identified with the aic. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. D9 updated. H6 updated. D10 concomitant medical products and therapy dates updated.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient implanted with an impella rp had placement signal not reliable alarm after patient movement. The patient was monitored closely until the pump was explanted. No patient harm was reported.